Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the air flow accuracy failed and the unit alarmed a co2 re breathing risk. During preventative maintenance it was discovered that the air was set to 10 but the unit delivers 240 (liters per minute) lpm and the unit alarms co2 re breathing risk. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 24jun2019. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. A gas delivery system (gds) assembly was returned to the fi (failure investigation) lab for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no damage or contamination. An investigation was performed and the test ventilator alarmed and the screen displayed ¿low leak-c02 rebreathing risk¿, and the air flow accuracy test did not pass. The root cause was due to a defective (u1) component on the air flow sensor pcba created the air flow accuracy test to fail and the low leak-co2 rebreathing risk (e/c 1203). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 15may2019, date rec¿d by MFR : 20mar2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the flow sensor assembly. Multiple attempts were made to obtain repair/service of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.